Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -09.5/3.0/102 (sphere/cylinder/axis), implantable collamer lens tore during injection/delivery into the patient's left eye (os) on (B)(6) 2023. There was patient contact (lens touched the eye) with no patient injury. On (B)(6) 2023, a replacement lens was implanted. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
D9 - returned to manufacturer date corrected to 12-jul-2023 in initial MDR. Claim # (B)(4).